Event description:
Additional information was received indicating that during a routine ipg replacement surgery on (B)(6) 2024 due to the patient's ipg meeting its intended/expected longevity the patient's leads were determined to be in the appropriate placement for adequate therapeutic relief. As such, no intervention was undertaken to address the leads and the patient's physician opted to leave the leads unrevised and in place. The patient's leads will no longer require reporting.

Manufacturer narrative:
According to the patient's physician the patient's leads are in the adequate position for providing effective relief. No intervention was undertaken to revise the patient's leads. As such the reporting decision of the patient's leads has been changed to non-reportable. The patient's leads will no longer be reported on in the following manufacturer report number: 1627487-2024-07355,1627487-2024-07354.

Event description:
Related manufacturer report number : 1627487-2024-07354. It has been reported that patient was experiencing ineffective stimulation from their scs system. The patient's physician suspects the leads are too low to deliver therapy effectively to the patient's painful areas. To address this issue, surgical intervention may be scheduled at a later date.

Manufacturer narrative:
Date of event is estimated.